Manufacturer narrative:
Integra has completed their internal investigation on 12/23/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cam02 monitor serial number (B)(4) was returned under RMA (B)(4) to (B)(4) service centre for evaluation. The cam02 monitor was received on the 17-nov-16 and the evaluation was completed on the 21-nov-16. The cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. The cam02 monitor was verified as performing to specification. (B)(6) was populated a summary of the complaint investigation by the service centre the DHR review was completed for cam02 monitor serial number (B)(4) -- date of manufacture: 2015 ¿ oct. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Since the complaint conclusion was reported as could not duplicate the alleged complaint incident, a review of cam02 monitor customer complaints was competed using the following key words ¿could not duplicate¿ in the search criteria. The review was specific for incidents when a cam02 monitor numbers could not be displayed on a bedside monitor as indicated by the ge monitor product name. The review encompassed dates 16-nov-15 to 19-dec-16. A total of 126 complaints were reviewed of which this complaint is the single complaint occurrence which contained the search criteria. Additionally the review identified a second complaint for serial number (B)(4): reported sensor board failure; the complaint evaluation is yet to be completed. At this stage no linkage or trend can be identified for the 2 complaints identified as part of the complaint trending activities. Further review will be completed as part of the evaluation; corrective actions will be implemented as required through the complaint process. No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. Conclusion: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed.

Event description:
The cam02 inter-cranial pressure and temperature monitor experienced a malfunction. The staff could not get numbers on ge monitor from the icp monitor. The device was in contact with a patient. There was no patient injury and no delay in surgery due to the device problem.